Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was programmed with test minilink and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator. No lost sensor alarms noted. The insulin pump has cracked case at the display window corners, battery tube threads, minor scratched display window and shifted end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He could not clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.